Event description:
The following was reported to gore: a dialysis patient was treated due to a stenosed vascular graft (unknown manufacturer) that was implanted in the left arm on an unknown date. An 0.035 stiff glide wire and an 8 x 11 brite tip sheath were used to advance the 8 x 10 gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device). As reported, the deployment knob was unscrewed and deployment line was pulled; however, significant resistance was felt. The physician also reported there was not enough support for the delivery catheter at the entry point into the sheath to deploy the viabahn® device. The constrained viabahn® device was removed from the sheath with no issues. A non-gore device was used to complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6: code b23: device was requested to aid in investigation but was not returned as of today. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D9: fields were updated; device returned. H6 - code b01: device was returned for evaluation. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates that there is an exposed distal shaft with a kink at the transition. There is loose deployment line and the device has been partially deployed. The catheter has a kink along the dual lumen. The reported failure mode of deployment line stuck is not consistent with the findings of the engineering evaluation. A guidewire was able to be introduced and deployment was able to be continued by pulling on the deployment knob. The root cause of the reported failure mode could not be established within the engineering evaluation. The root cause of the expanded and shifted endoprosthesis is consistent with the reported complaint details of attempted deployment and removal of the device with partial expansion.